Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right, asr hip resurfacing, reason(s) for revision: alval / soft tissue reaction. Update: amended original surgery date. Received: january 3rd 2013. Update- amended original surgery date taken from (B)(6) email dated 19th june 2013. Update - amended surgery date, completed all mw fields, expiry dates and manufacturing dates. Taken from claimsuite dated 23rd jan 2015. Surgery date: (B)(6) 2006.

Event description:
Asr revision; right asr hip resurfacing; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.